Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the reported issue. In conclusion, the likely cause of the event is attributed to the loose substrate cap fitting.

Event description:
The customer reported no value ind (indeterminate) and rlu (relative light unit) flags for an unknown number of patients and multiple assay quality control (qc) samples involving the unicel dxc 600i synchron access clinical system. The customer noted system check passed after the third retest. The customer reanalyzed patient samples and did not observe any discrepant results. Further system verification revealed high substrate coefficient of variation (cv) was the cause of the failed system checks. During system assessment, the laboratory biomedical engineer observed the white fittings, on the substrate cap, loose and tightened the fittings. The biomedical engineer then primed the substrate and performed the substrate portion of system check, which passed within specifications. The customer performed a full routine system check and assay qc; no issues were noted. The instrument was returned to normal operation. Beckman coulter customer technical specialist (cts) advised the customer to reanalyze the involved patient samples back to the last acceptable system check or quality control (qc) for results accuracy and precision. There was no patient impact associated with this event.